Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture. Upon removing the lead from the pulse generator, part of the lead pin remained inside the connector of the device and could not be removed. The lead was no longer used and a new lead was implanted successfully. The patients clinical course was uneventful and the patient was discharged from the hospital the following day.